Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h3, h4, h6, and h11 were updated. It was confirmed that the ceramic tip was broken. Based on the results of the investigation, the definitive root cause of the ceramic tip damage could not be determined. It is possible that the damage was thermally or mechanically induced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner sheath exhibited a broken ceramic tip. It is unknown when the issue was found. There were no reports of patient harm.